Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged stapler reload issue and intra-operative complication experienced by the patient. Furthermore, the stapler reload has been discarded by the site. Therefore, failure analysis of the reload accessory related to the complaint cannot be performed. If additional information is received a follow-up MDR will be submitted to the FDA. Isi attempted to review the site¿s system logs with a procedure date of (B)(6) 2019; however, the logs were unavailable. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure, the green sureform 60 stapler reload failed to form all staples on the staple line and sutures had to be placed to resolve the reported issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, a green reload was used with the sureform 60 stapler instrument; however, staples were noted to be missing in one spot on the staple line. This created an opening in the tissue after stapling, so the surgeon placed sutures to resolve the reported issue. There was no additional blood loss as a result of the reported event. No further complications were reported. Intuitive surgical, inc. (Isi) contacted the da vinci coordinator and obtained additional information regarding the reported issue: the sureform 60 instrument worked during the procedure, except for the one reported fire. The surgeon was stapling the stomach tissue when the event occurred. The tissue was noted to be intact and was cut without the staples. The issue occurred on the fourth or fifth stapler fire. The surgeon did not experience any clamping issues prior to firing the reload, except for one pause. The surgeon did not encounter any obstructions and no errors or messages were generated. The site reported that the patient experienced an unrelated complication; however, no further information was provided regarding this issue. The procedure outcome was not provided. The reload accessory was discarded and would not be returning for failure analysis investigation. The procedure was not recorded on video.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the da vinci coordinator and obtained additional information regarding the reported issue: the da vinci-assisted surgical procedure was completed robotically. The unrelated complication occurred post-operatively. No specific details were provided about the complication, but it was not related to a da vinci system, instrument, or accessory. The patient was discharged without any further issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has identified this product to be potentially related to field action isifa2019-05-r.